Event description:
A copy of a voluntary medwatch was received. The report indicated that the pt had a ptca procedure and had two cypher stents implanted in the proximal left anterior descending (95% stenosis) and stenting of the inferior branch of the obtuse marginal (95% stenosis). The pt did well post-procedure, except for some shortness of breath (sob), and was discharged two days after the procedure. Two-hours post-discharge, while sitting at his computer, the pt expired. It is not known if the pt was accepted by the medical examiner or if an autopsy was performed. An autopsy was not done at this facility, as the pt was not transported here.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR report # 3003742446-2008-00129 and # 3003742446-2008-00130.